Event description:
One touch ultra meter was reading inaccurately high. The pt reported that he had experienced several hypoglycemic episodes in the past due to the meter reading inaccurately high. The last incident occurred 14 days prior to calling lfs and while he was vacationing. He described feeling sweaty with a blood glucose reading of over 70 mg/dl. Pt normally experiences hypoglycemic symptoms with blood glucose results below 50 mg/dl. He reported drinking a beverage and feeling better immediately after. The pt was unable to recall any information regarding this or the past episodes.therefore, there is no indication that the pt experienced injury due to the meter. The pt reported visiting his pharmacist following his return home. A control solution test was performed and the unk result was outside the specified range. The pt was unable to verify if the correct type of control solution had been used. The pt also reported blood glucose results of "127 mg/dl" with the lfs meter and "99 mg/dl" on the laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on the statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The meter was replaced.